Event description:
Ous MDR - it was reported that 43 months after the implantation (on (B)(6) 2013), the patient underwent a revision procedure due to device dislodgement. On the next day the shock impedance on this lead was over 150 ohms and the value did not change until the follow-up on the (B)(6) 2014. The pacing impedance was > 4000 ohms. The physician decided to replace the lead. No adverse patient side effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The inspection of the lead revealed a fracture of the conductor cable to the rv shock coil at the df-1 connector pins. Based on the characteristics of the damage, strong pulling forces during the revision procedure should be taken into consideration. The received data were analysed and confirm the clinical observation. Further on the analysis showed a damaged insulation in the proximal part of the lead, most likely due to friction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.